Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station did not show a patient. A technical support specialist dialed into both stations and confirmed that the station was running version 1.7.4. The specialist accessed the electronic system (es) portal and navigated to settings > patients > visits and orders to locate the affected patient. No issues were found with the transaction itself, and the patient could be located by using the visit ID through the all-available patients > facility search function. The customer confirmed that all medications were displaying correctly and permitted case closure. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient was not showing on the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.